Manufacturer narrative:
Merge unity pacs is designed to display a message to the user when an exam report fails to upload to the image server. At this facility, however, the physician reads the exam and an audio file is created for a transcriptionist to type. Due to the time lapse between the exam date and the date that the report was found to be not present, does not allow for logs to be reviewed for cause. The original audio file was available and the report was re-created by the transcriptionist.

Event description:
Merge unity pacs is a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2017, a customer contacted merge unity technical support and alleged that an older exam was found with a missing report. There was no pdf, and it would not open with dictation. There are no errors, the open option on the dictation box is simply grayed out. The report's audit trail showed the exam was read, approved and saved. Unity technical support obtained the report ID from the exam properties, and searched for it in the reports folder. The folder was there, but there were no contents in it (dictation, document, etc). Unity technical support created a blank document and named it to match the report ID. It was confirmed by the customer that the blank report can be opened with dictation. The transcriptionist was able to re-create the report utilizing the original voice file of the report. While images are available, a finalized report not being available for subsequent review by the patient's physician could potentially result in a delay in care that could lead to harm. However, the customer did not allege any harm, serious injury or death as a result of this issue. Reference complaint number (B)(4).